Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0g987, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had been having ¿quite a lot of trouble for a while¿ with their implantable neurostimulator (ins) device after they fell 4 months ago and broke/cracked their 3 ribs. It was noted that they had ¿tried and tried¿ to adjust their device different ways for 4 months but they were unsuccessful and had ¿a lot of trouble¿. The patient wondered if the fall could have damaged the device. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the patient still had problems with their device therapy but was working with their doctor and the manufacturer¿s representative and was waiting for a meeting for ¿re-adjust leads¿. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow-up report will be sent.